Event description:
It was reported the patient's blood glucose (bg) level reached 358 mg/dl, while wearing the pod on the thigh. After 2 days of pod wear the bg levels were measured at 300 mg/dl and the g6 continuous glucose monitor (cgm) sensor emitted a "high blood glucose" alarm. The patient administered a correction bolus, but the bg levels continued to rise to 358 mg/dl, and the g6 cgm alarmed again. Therefore, the pod was replaced. Upon pod removal from the infusion site (leg), the cannula was observed to be bent. As treatment, a correction bolus was administered via manual injection and a new pod was successfully applied. It was reported bg levels stabilized 4 and a half hours later, to 190 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.